Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the ins was helping them at first but not a great deal. The patient stated they were having constant utis 15-16 for the last 2 years, so they just thought it was not working for them. The patient mentioned that while they were in a chair they sat too close to the edge and they fell, and "it moved whatever was implanted" enough that their managing healthcare provider (hcp) wasn't sure if they were getting the full benefit of the ins anymore. The patient also mentioned that they will be getting a procedure on monday that will "hopefully lift the platform of the bladder." The patient mentioned that they had a hysterectomy which resulted in the platform of the bladder getting sunk down, so they were hoping the procedure will result in them not getting any more utis. The patient mentioned they were very disappointed. The patient was redirected to their hcp to further address the issue. Other medical history: the patient mentioned they had a stent on a major artery of their heart. Additional information was received from a healthcare professional (hcp) on 2026-jun-18. The hcp reported that the implanted device or therapy did not cause or contribute to the constant utis, they stated that urinary retention caused the utis. The hcp stated that the device was intended to treat urge incontinence. The patient did have utis prior to implant and the utis were related to the patient's underlying condition. They stated that the patient was using vaginal estrogen cream to resolve the issue. The utis were not yet resolved. The hcp stated that the steps taken to resolve the fall moving 'whatever was implanted' was n/a, as it was not noted.